Manufacturer narrative:
Follow-up #1: date of submission 05/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2014 with the following findings: power reset events were observed in the black box to support a power loss. The battery cap was not returned with the pump. The pump powered on with a test battery cap which was able to fully tighten. Product analysis was not able to duplicate a power loss. There was no damage to the battery compartment observed. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was opened for further investigation and no intermittent condition was found to the power circuit. Unrelated to the initial complaint, the display screen was dim with pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was no damage to the battery cap or compartment and no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.